Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
The doctor reported that the abutment screw for the iedat4 abutment keeps loosening in the patients mouth.